Event description:
Customer indicated the set fell apart on a post-op patient. Y-site separated at the bottom of the y-site where it joins the tubing. Set was replaced on patient. No patient injury has been reported at this time. Customer encountered another set, in an unopened pouch, that separated at the same location. Samples are available for evaluation. No additional patient information is available at this time.

Manufacturer narrative:
Device has been requested but not recieved for evaluation.